Event description:
It was reported that during unpacking, a sterile pouch appeared to be unsealed. During preparation for an unspecified procedure, the package of a flextome cutting balloon catheter 10/3.50 appeared to already be open. The device was not used. There were no patient complications. The patient status is listed as "ok".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).